Event description:
As noted in the publication by shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015); a hemodialysis patient from the smart group had a stroke one year after and needed amputation 2 years after procedure.

Manufacturer narrative:
As noted in the publication by shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015); a hemodialysis patient from the smart group had a stroke one year after and needed amputation 2 years after procedure. Additional details could not be obtained. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Amputation is typically performed to prevent the spread of gangrene as a complication of frostbite, injury, diabetes, arteriosclerosis, or any other illness that impairs blood circulation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. Device details such as catalog and lot numbers are also not known but the devices involved are smart controls tents. The citation is as follows: shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015). The publication is attached to this report. This report represents notification of 1 case of amputation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 7 reports involved with the reported events and are associated with manufacturer report numbers 9616099-2015-00044, 9616099-2015-00045, 9616099-2015-00046, 9616099-2015-00048, 9616099-2015-00049, 9616099-2015-00050 and 9616099-2015-00051.